Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# (B)(6) product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 28-jun-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the health care provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient contacted the clinic as they were unable to feel their therapy. Increased pain in right arm. Error message on handset when tried to adjust intensity. Error code not documented. Device interrogated and electrode 5 out of range, high impedances. Reprogramming performed on 2025-oct-20 to avoid this contact as it was in use for both of her programs and no further problems reported. Outcome was resolved without sequelae 2025-oct-20. Etiology was a causal relationship to the device or therapy. Age at consent was 44 years old.